Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and found a faulty battery and a faulty o2 sensor. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a low battery and low oxygen (o2) percentage diagnostic message. The ventilator was not in use on a patient at the time the event occurred.